Event description:
It was reported the customer's insulin pump will push out insulin and would not stop. Customer's father tried to prime and the even reoccurred. Customer's father wanted to just change the device without conducting troubleshooting. Father stated he did not feel safe with the device. No further information reported.